Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). Other devices used: the following devices were manufactured at zimmer, (B)(4): catalog #42521200410, persona uc articular surface, lot #62338090. Catalog #42532006702, persona tibial component, lot #62309507. Catalog #42540000035, persona all poly patella, lot #62423947. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient revised due to continued pain and stiffness. Patient underwent manipulations on (B)(6) 2014 and (B)(6) 2015 prior to the revision.

Manufacturer narrative:
No devices or pictures returned for evaluation. These devices are used for treatment. Primary and revision surgical notes were provided. The primary operative notes do not state any anomalies or deviations during the procedure. The revision operative notes state the surgeon had a concern of the extension and flexion gaps, therefore decided to perform a revision surgery. Compatibility of the components was reviewed with no issues found. It is likely but not confirmed, based on the revising surgeon's comments, that the extension/flexion gaps were the cause of the patient's pain/stiffness.